Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that during a primarily total hip arthroplasty on (B)(6) 2017, while insert the stem of the implant there was a fracture created in the greater trochanter. Surgeon requested the orthopedic cable system. While tensioning, the tensioner would not tension the wire. Caused fraying of the cable. Cable was removed, broke outside of patient. Proceeded to implant another cable and used a different tensioner in which the same process happened, cable did not fray, tensioner did not tension. Surgeon then used a different device (hand held tensioner) to complete procedure. There was a 20 minute delay in surgery. Patient outcome unknown. Surgery complete successfully.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.